Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia, the insulin pump received motor errors and the no delivery alarms. The customer¿s current blood glucose level was 500 mg/dl. The customer states they have tried all remedies. Customer states they have not tried different cannula lengths. Customer declined troubleshooting for high blood glucose level. The customer was advised to revert to back up plan. The device will be returned for analysis.